Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician stated that the snares was not cutting appropriately, and it had to be removed. There was not enough information as how procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.